Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. No product was returned for evaluation. Data logs were reviewed and controller error alarms were noted with placement signal not reliable alarms. At time of controller error alarms, all optical parameters spike out of range and then immediately return. Clinical details noted there was a loss in placement signal and controller error for less than 30 seconds. Pump continued to flow and no change in hemodynamics were noted per staff. Upon review of the data logs, definitive automated impella controller (aic) failure type is suspected. The root cause of the optical signal issue cannot be definitively determined as no product was returned to confirm no issues with the pump. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The us medical center had placed a 5.5 pump to support a transfer patient with cardiogenic shock (cgs). The pump replaced the cp used along with extracorporeal membrane oxygenation (ECMO) for the transferred patient. The 5.5 was supporting when the optical signal was lost. The pump signal loss did not prompt any intervention or explant. The patient remained on the pump for support with no reported harm or injury to the patient.